Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate results compared to a laboratory meter. The reporter was unable to give exact readings. The tests were performed within an 10 min of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.